Manufacturer narrative:
Device monitored for several days. Unit received with all operating currents within specification and passed a21 error test and displacement test. No unexpected battery out limit alarm anomalies noted. Device received with broken battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they did not receive a low battery alert prior to the off no power alert. The customer¿s blood glucose level was 122 mg/dl at the time of incident. Customer reported that they changed battery and insulin pump turned on. Customer stated that the insulin pump had crack on battery cartridge, however reservoir lip ring was not damaged. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.